Manufacturer narrative:
The service engineer (se) inspected the device and verified the reported issue. The se replaced graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The se updated the software to the current revision. The se performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator was inoperable with a blank graphical user interface (gui) screen and safety valve open. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
The following part was returned for failure investigation: graphical user interface (gui) central processing unit (cpu) printed circuit assembly (pcba) the gui cpu pcba was visually inspected and showed no anomalies. The ventilator was powered up. On power up, the gui display screen was blank. The gui cpu pcba was functionally tested and failed testing. The fault was isolated to the u5 component. Conclusion: electronic component failure. If information is provided in the future, a supplemental report will be issued.